Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead was explanted. It was further reported that the patient experienced heart failure and sepsis. The epicardial implantable pulse generator (ipg) system that was previously inactivated was subsequently explanted. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Continuation of d10: model: addrl1 ipg; implant date: (B)(6) 2014; explant date: (B)(6) 2024, model: dtpa2qq crt-d, 6935m55 defib lead, 479878 lead, 5076-45 lead; implant date: (B)(6) 2023; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient symptoms of sepsis and head failure were not linked to their epicardial ipg system.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor was fractured in-vivo not in the anchoring sleeve area. The outer insulation of the lead developed a breach due to a depression while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.